Manufacturer narrative:
The customer's meter and test strips were returned. Control solution testing was performed. All results fell within the assigned range. The readings were in the correct unit of measurement. No errors were observed during control solution testing. The customer's complaint of imprecise sequential readings could not be confirmed.

Event description:
A customer reported that they obtained imprecise sequential readings on their freestyle freedom blood glucose monitor. The customer obtained readings of 23.1 mmol/l, 1.4 mmol/l, 14.8 mmol/l, 22.6 mmol/l and 7.4 mmol/l. Due to the high readings on her meter, the customer injected too much insulin and therefore experienced symptoms of hypoglycemia. The customer was pale and shaky. The customer took glucose tablets and drank juice. The readings of 14.8 mmol/l, 22.6 mmol/l and 7.4 mmol/l were taken within a ten minute timeframe. When plotted on a parkes error grid one of the results fell in the 'c' zone. This difference in readings is considered clinically significant.